Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using pump supplies for greater than 3 days. Tandem technical support informed customer that pump supplies should be changed out every 72 hours per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 250 mg/dl.